Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of inconsistency between the stylus tip and the screen cursor and additionally no error was found in the logs however the stylus was replaced and recalibrated as a preventive measure. It was additionally noted that the radiofrequency head connector on the link electronic module (lem) was loose and the lem was also replaced and recalibrated. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen would not line up/communicate with the display screen consistently. The programmer was returned for service. No patient complications have been reported as a result of this event.